Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 processing module, serial number (B)(6), performed multiple troubleshooting procedures, and observed overflowing cuvettes. The fsr determined the tubing, peristaltic head (rohs) was the likely cause and replaced the part. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends for the tubing, peristaltic head (rohs) or the architect c4000 processing module. A review of device history records did not identify any non-conformances or deviations associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium (mg) results for 3 patient samples while running on the architect c4000 analyzer. The customer¿s reference range is 1.60-2.60 mg/dl. The following data was provided: sid (B)(6): initial mg result: 7.74 mg/dl; repeated on same analyzer: 1.94 mg/dl (reported on 11/29/22). Sid (B)(6): initial mg result: 8.73 mg/dl; repeated on same analyzer: 1.38 mg/dl (reported on 11/29/22). Sid (B)(6): initial mg result: 9.24 mg/dl; repeated on same analyzer: 1.91 mg/dl (reported on 11/29/22).there was no impact to patient management reported.